Event description:
It was reported that the patient underwent a sub-diaphragm, thoracic, da vinci-assisted cardiac ostomy, extirpation of atrial thrombus from the left atrial appendage, atrial appendage excision, and maze-IV procedure. According to the operative report, at the end of the procedure, a liver capsule injury with a small amount of bleeding was observed that was treated with suturing via an open mini-thoracotomy in the area of the trocar canal. Medical intervention post-procedure required balancing of anticoagulation. According to the operative report, no malfunction of an intuitive system was the cause of the injury. Post-operatively, at an unspecified time, the patient experienced respiratory failure with acute respiratory distress syndrome (ards), required veno-venous extracorporeal membrane oxygenation (v-v ECMO), and ultimately expired from multi-organ failure one-month post-procedure. It was reported as an ¿unexplained¿ cause of death, and that no malfunction of an intuitive surgical system was the cause. The reporter stated that no additional information would be provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported liver capsule injury with subsequent post-operative complications cannot be determined. The report source stated that no malfunction of an intuitive surgical system was the cause. The reported surgical procedures are off-label for the da vinci robotic systems both in the us and in the EU. (Extirpation of atrial thrombus from the left atrial appendage, atrial appendage excision, and maze-IV ablation.). Review of the system logs from the procedure showed that no system errors occurred during the surgical procedure that would have likely caused or contributed to the reported event. Additionally, there were no issues reported for the subsequent 5 procedures. Review of the instruments log found no subsequent complaints have been reported for any of the instruments or the endoscope used during this procedure. Device history record review for the devices used during the procedure found no non-conformances identified to be related to the reported event. Review of the event performed by an isi medical safety officer (mso) concluded that the patient in this report underwent a complex cardiac procedure to address an intracardiac thrombus. An injury to the liver occurred as part of that procedure and required repair. No allegation of a malfunction or issue with any intuitive surgical products was noted. The patient had a complicated postoperative course with ards and required ECMO. It is unknown if the liver complication contributed to the post-operative clinical course. The patient expired 30 days after the original procedure. Based on the information provided in the summary of events, insufficient evidence is available to determine if any intuitive surgical products or instruments contributed to this event.